Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would no longer power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator ic1. The failure of ic1 caused transistor q6 to become shorted which led to the observed ac power failure. After the additional evaluation, dc power was found to be functional.